Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit passed delivery accuracy test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance twice due to low blood glucose in (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was at 109 mg/dl at the time of the call. The caller stated the customer may have over delivered insulin on this incident when he forgot to "drain" the tubing. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as being combative. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the caller believes the pump was over delivering. The pump was exposed to a magnetic field. The customer has been having lows and highs for the past 6 months. The customer had a low of 40 mg/dl in december, and a high of over 400 mg/dl on another occasion. The customer had their settings adjusted and tends to go high now. The customer treated the highs with the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Device passed delivery accuracy test at 0.08735 inches. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was received with cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and stained serial number label.